Manufacturer narrative:
Device evaluation summary: visual inspection showed no outward signs of damage or abnormalities. No fin, straw, or dimple plate damage was noted, no signs of holes or cracks were detected. The bowl was run a couple of times using saline. During the runs there was no bowl lift, leaks or pump speed error messages noted. The reason for return was not confirmed. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of an autolog one source pack, the customer reported that there was a leak coming from the centrifuge when the instrument was tested. The customer stated that the centrifugal bowl was broken. The device was replaced. There was no patient involvement, so no adverse effect occurred. Medtronic received additional information that there were no visual, auditory or performance abnormalities. The leak occurred when completing the circuit. The container or piping had not been replaced/reinstalled/replaced. The bowl was full, but the circuit was no t filled, as it was leaking. An error warning message did not appear.